Manufacturer narrative:
The impella device has been received but has not yet been evaluated. When the device investigation has been completed or any new information has been received, a supplemental MDR will be filed. H6 type of investigation code b19 added.

Event description:
The user facility reported that the patient was rushed to the hospital with st-segment elevation myocardial infarction. Veno-arterial extracorporeal membrane oxygenation was introduced first, and percutaneous coronary intervention was performed. Considering the diameter of the lower limb vessels and the neurological prognosis, an intra-aortic balloon pump (iabp) was selected. Subsequently, electroencephalogram measurements showed no problems, so the decision was made to replace the iabp with an impella. While on impella support the impella position in aorta alarm kept sounding but the impella was positioned appropriately. It was further reported that the patient expired. The cause of death was myocardial infarction. There were no problems with impella operation.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
Correction e4. The investigation of the reported failure mode has been completed. The impella device was returned for evaluation. Optical signal issue/false alarm buzzer: the pump was returned and there was no biomaterial noted, the 5s were within specification and the pump passed laser continuity. The data logs show that there were 1124 triggers of "impella position in aorta" and 368 "impella position unknown" alarms throughout support with 5s parameters within specification. There were no spikes in motor current and flows remained in the expected range. Due to lack of information regarding imaging to confirm pump position and what was occurring with the patient, the root cause of the optical signal issue/false alarms cannot be determined. Device history review: the device passed all the post sterile inspection checks.

Manufacturer narrative:
Correction b1, e4. The investigation of the reported failure mode has been completed. The impella device was returned for investigtaion. Optical signal issue/false alarm buzzer: the data logs show that there were 1124 triggers of "impella position in aorta" and 368 "impella position unknown" alarms throughout support with 5s parameters within specification. There were no spikes in motor current and flows remained in the expected range. A log was viewed during 8/21 which is the first day where the alarms begin to trigger. These alarms were accurately triggered but were on the verge of not triggering as the motor current modulation was only slightly below the alarm criteria. Additionally, the placement signal can be seen to be spiking in different areas and there are also frequent instances of it losing pulsatiltiy before the alarms were triggered. Due to lack of information regarding imaging to confirm pump position and what was occurring with the patient, the root cause of the optical signal issue/false alarms cannot be determined. Device history review: the device passed all the post sterile inspection checks.